Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical device: unknown, unknown screw, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08311.

Event description:
It was reported that a patient underwent total reverse shoulder surgery. Subsequently, the patient was revised due to pain, loosening, and screw fracture. Attempts have been made and additional information on the reported event is unavailable.